Event description:
Customer reported via phone call that batteries in insulin pump was lasting less than one week and continued to do so even after battery cap change. Customer reported of having high blood glucose, but will consult with healthcare professional regarding blood glucose. Customer also reported that the up arrow button was sticking. Customer requested for insulin pump to be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.